Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received an abrasion from the inside out was found on the outer insulation at 52cm to 54.5cm from the connector pin. There was no damage to the rv (etfe) cable insulation. No complaint received with return of device. Failure (event) observed during analysis.